Manufacturer narrative:
(B)(4).conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This report is a 30 day initial report, sent as follow-up 1 due to emdr duplicate error.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4) ¿ urinary/bowel problems; undefined recurrence. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2012 along with concurrent vaginal hysterectomy, bso due to secondary uterine prolapse with 2nd degree cystocele and severe sui. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring and pain in hips and legs.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.